Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the rubber piece at the end of the stapler tore and broke making the instrument incapable of being used. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer was told that it malfunctioned in a surgery. The only details that the customer was given was that the instrument was not working properly.

Manufacturer narrative:
The sureform 45 stapler has been returned and evaluated by the failure analysis team. The instrument was found to have the snake wrist cover torn. The tears measured roughly .39"- .14". Visual inspection displayed a missing piece measured 0.09" - 0.03". The event was caused partially or wholly by the user of the device including sample handling. The sureform 45 green reload was returned and analyzed. The accessory was returned with a complaint that rubber piece at the end of the stapler tore and broke making the instrument incapable of being used. There was no damage to the reload. There are no device related failures. The reload was return used and fired. It was proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers or cover. There was no damage to the reload or its components.